Event description:
It was reported that bd iag bc pro global needle pierced the catheter tip (investigation finding). The following information was provided by the initial reporter: unable to advance 18 g IV into the vein. Product was inspected and it was noted the plastic catheter was bent and dull. No adverse event reported.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Your report that the 18g IV could not be advanced into the vein was confirmed; however, the root cause could not be determined. One 18g insyte autoguard IV catheter was received separate from the shielded needle. The catheter tubing was bent near the adapter and the catheter tip was damaged. The damage at the tip was consistent with needle puncture damage. As the device has been opened and manipulated, it could not be determined with certainty whether the damage originated during manufacturing or in the clinical setting. There were no distinguishing features which could aid in identification of a specific root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.